Manufacturer narrative:
The user-reported back-check valve issue could not be confirmed. A total of 60 administration sets (lot number 16016108) were received by zyno medical on 05/19/16. As of 09/26/17, these IV sets could not be located within the facility of zyno medical natick. Thus, no actions could be taken by zyno medical to conduct an evaluation for this complaint. Zyno medical closed this complaint on 10/02/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00024).

Manufacturer narrative:
A quality alert has been sent to the contract supplier regarding this issue. The manufacturer is still waiting for the investigation results. The initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on 08/11/2016.

Event description:
The user reported that she had multiple back check valve failure with a2-80072 lot 16016108 IV sets. Patients were involved but not harmed.